Event description:
(B)(4). I've had this device in me since 2008. For the last few years I've been having severe menstrual cramps and large blood clots when going to the bathroom during my time of the month. I've never had this problem before I had the device put in. I am also suffering from hair loss. I went from a full set of thick coarse hair to dry brittle hair with scalp showing especially noticeable when having my hair is tied up.